Event description:
Boston scientific received information that the right ventricle lead was dislodged. As a result decreased sensing and no measurable threshold were present. A revision procedure was performed. During resuscitation, the lead dislodgement occurred again. As all measurements were appropriate still, the surgery was cancelled and the patient was transferred to the intensive care unit.

Event description:
This right ventricular (rv) lead was repositioned and remains in service. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.